Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was hospitalized with neurological consultation due to an embolic stroke with hemorrhagic conversion. The patient received supportive and conservative measures due to the hemorrhagic conversion. A computed tomography (CT) scan was performed but no thrombectomy or craniotomy was performed. The patient exhibited garbled speech and seizure-like activity. It was noted that the patient's international normalized ratio (inr) was 3.6 and their goal was 2-3. The patient was bed bound. The patient was admitted to the intensive care unit (ICU) and was unresponsive to verbal or physical stimuli. The patient demonstrated no respiratory effort, had no spontaneous respirations, and only pump hum could be auscultated. There was no palpable pulses, and no spontaneous cardiac contractions on bedside ultrasound. The patient's pupils were fixed and dilated, and reflexes were absent. The patient was pronounce deceased. It was reported that the device did not operate as expected.